Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death cannot be determined; however, there was no indication this patient¿s death was due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, it was reported by a medical professional that the patient¿s death was not cycler related. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported to fresenius that this unknown peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy expired on the prior night while connected to a hospital-provided liberty select cycler. It was stated the patient¿s death was not cycler-related and the call to fresenius was intended for cycler processing following the patient death. No further information was provided. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire the patient¿s identity and details concerning this reported event; however, no additional information was obtained. As a result, patient demographics and cause of death remain unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported to fresenius that this unknown peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy expired on the prior night while connected to a hospital-provided liberty select cycler. It was stated the patient¿s death was not cycler-related and the call to fresenius was intended for cycler processing following the patient death. No further information was provided. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire the patient¿s identity and details concerning this reported event; however, no additional information was obtained. As a result, patient demographics and cause of death remain unknown.